Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Corrected information is provided in section b.5. The company representative was able to confirm the reported system message (sm) (via event log review). However, they were unable to replicate the issue while (on-site). Additional prime sequential tests were performed without replicable issues. The system was found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. Based upon the information provided, a root cause cannot be conclusively determined. The system (when tested) was found to have no problems. Therefore, the root cause of the reported sm is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that intermittent chamber shallowing was randomly observed during different surgical steps on the ophthalmic console and a system message was displayed. Procedure detail was not provided. The current condition of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that intermittent chamber shallowing was randomly observed during different surgical steps on the ophthalmic console. Procedure details were not reported. Additional information was requested but has not been received to date.